Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2243274: 36 items manufactured and released on (B)(6) 2023. Expiration date: 2027-dec-18. No anomalies found related to the problem. To date, 9 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon performed a washout and revised the liner. The surgery was completed successfully.